Manufacturer narrative:
Investigation conclusion: retention devices for the reported lot were tested with quality control cutoff standard (25miu/ml) and medium positive standard (100miu/ml). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. Case details indicate the sample was from a postpartum patient. The specific length of time hcg levels remain elevated after giving birth has not been defined and may vary by individual. The intended use of this product is to aid in the early detection of pregnancy.

Manufacturer narrative:
Investigation pending. Troubleshooting was performed with the customer. Discussed the intended use of the test per the corresponding package insert: the one step+ hcg urine cassette test is a rapid chromatographic immunoassay for the qualitative detection of human chorionic gonadotropin (hcg) in urine to aid in the early detection of pregnancy. The hcg product information notice (pin) was also discussed with the customer. The pin reiterates the limitations and intended use of the test kit.

Event description:
Unspecified date: patient urine sample was tested on the henry schein one step+ hcg urine cassette and a negative result was obtained. The physician expected a positive result as the patient was two weeks postpartum. Physician's expectation was based on his experience. No confirmatory testing was performed. Patient treatment was not affected by the negative result obtained on the henry schein one step+ hcg urine cassette. Although further information was requested, no further information was provided.